Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that system controller (pcx-19170) was not communicating with system monitor. Power module, patient cable, and system monitor were swapped with no resolution. Customer exchanged system controller to resolve issue. The controller will be returned for evaluation.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial number: (B)(6)) being unable to communicate with the system monitor was confirmed during evaluation of the returned product. During preliminary testing of the controller, the reported event was reproduced; it was noted that the controller could not communicate properly with the system monitor and a log file could not be downloaded. The power cables of the controller were then replaced. During this replacement, fluid ingress was found on the power cable assembly. Following replacement of the power cables, the controller could communicate with the system monitor without issue, and a log file was downloaded. The downloaded log file contained data spanning approximately 23 days ((B)(6) 2023 to (B)(6) 2023 per time stamp). No atypical faults related to the controller¿s communication were observed. The pump maintained a speed above the low-speed limit without issue while the driveline was connected. The driveline was disconnected at 14:29 on (B)(6) 2023, which is consistent with the controller¿s exchange. Further testing of the extracted power cables revealed that the orange wire within the white power cable appeared to be electrically open. The layers of the white power cable were then removed one at a time. Additional fluid ingress was observed within the jacket of the cable. It was noted that the orange wire had been broken near the center of the cable. This damaged wire pertains to the transmission communication of the controller, and therefore this damage was determined to be the root cause of the reported event. The cause of the damage could not be conclusively determined. Review of the device history record for the system controller, serial number pcx-19170, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault and no external power, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook (rev. C) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.